Manufacturer narrative:
The account found the wheel is worn. The account replaced the wheel to resolve the issue.

Event description:
The account alleged the head end brake caster does not hold. No pt impact.